Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon was ripped. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of a balloon burst.